Manufacturer narrative:
A lumenis service engineer visited the site three (3) days after the reported event. Upon powering the system on the engineer was able to duplicate the error. The engineer inspected optics and discovered the servo mirror was damaged. After having replaced the servo mirror, he performed energy checks and verified output was within manufacturer specifications. After verifying the system was working within manufacturer specifications, it was returned to the facility ready for use. A two year review of similar product complaints revealed that the same malfunction has never led to serious injury in the past. A review of subject device risk files ((B)(4)) revealed the risk of optical misalignment leading to inadequate treatment which may require re-operation/prolonged procedure as a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. No corrective action or remedial actions were deemed necessary. In this specific case the 'low energy' and 'test flash lamp' failure led to a cancelled procedure. Since this malfunction led to a cancelled procedure, this represents a reportable event. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this malfunction.

Event description:
A user facility reported that during a case in which a lumenis pulse 100 was being utilized, the system stopped working and presented two errors on the screen. Error code 304 (energy low) and error code 803 (testing flash lamp failed). Unable to continue operation, the procedure was cancelled and the patient had to be woken up from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.